Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/06/2015, device evaluation: the device has been returned and evaluated by product analysis on 09/19/2015 with the following findings: there were unexplained pump reboots observed in the black box. The battery compartment was cracked and returned battery cap had stripped threads and was unable to attach to the pump; therefore, the original complaint of intermittent power was duplicated. A new test battery cap was able to fully attach to the pump and completed a 24 hour duration test with no power interruptions duplicated. The pump cover was removed and there was no internal moisture or damaged noted.